Event description:
Procedure: colon resection. According to the reporter: pocedure was performed without complications. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. The defect was found post-op. Within 72 hours from surgery. There was post-op bleeding and a blood transfusion was required. As such, there was an extension of the hospital stay and drug treatment. Currently, the patient is in good health.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).